Event description:
In 2010, I was implanted with boston scientific lynx mesh bladder repair system in (B)(4). I had a prolapsed bladder as well as sui, I had almost immediate discomfort, but the doctor attributed this to other causes. Eight weeks later, the pain was so bad I was admitted to the hospital for IV pain control, which barely helped. While there, doctors did exploratory surgery to look at my mesh, which they said looked fine. Pain continued to worsen. I could not sit at all, stand for more than a minute, walk at all. I had to self-catheterize as I could not urinate on my one. It felt like I had a brillow pad in my vagina and a clamp on my urethra. By 4 months post-implant, I was bedridden with pain, I was getting weaker, and my family doctor worried I would die. My husband finally found a surgeon who would remove the mesh. He did so 5 months post implant. My urethral pain immediately subsided, and I could urinate normally again. I still had vaginal pain, however. I went to a physical therapist, who diagnosed that my pelvic muscles had gone into spasm (like a charlie horse). The tightest point was where the mesh had been attached, thus the pt determined mesh was the cause of the pelvic muscle problems. Seven months of internal physical therapy, multiple weekly nerve blocks by a pain specialist, and 7 different pain medications finally got me to the point where my pelvic muscles loosened again, peeling away another layer of this pain. IV as then left with burning, stinging, sharp pain on one side of my vaginal wall. My pain doctor diagnosed a vulva neuroma. I had this surgically removed (surgery #4) 12 months after the initial implant. I had to go back to physical therapy to loosen the pelvic muscles again. Five months after the neuroma removal, I had granulation tissue grow through the incision, which had to be surgically removed (surgery #5). After that, I still had some vaginal pain/swelling and could still not sit or have sex. Another surgeon diagnosed "pelvic congestion syndrome" which is puffy, swollen, painful, varicose veins in the vulva. I have had 2 more surgeries to try to deal with those (surgeries #6, #7). As of this writing, I am still unable to sit or have sex, unable to work, unable to stand for more than 30 minutes. I am still in pain, bad enough to be on some pain medications, but not as bad as with the mesh in place. This horrible product has turned mine and my family's life upside down over the past 4 years. It caused huge amounts of suffering, pain, and loss. I do not know if I will ever be able to sit, have sex, or work again - and I am only (B)(6) years old. I was told I was "the healthiest pt" my urologist had ever implanted mesh into in his career. I had not prior health problems, was fit and active. I have 4 children and a husband who have lost the wife/mom they knew before. This product must be taken off the market until it can be properly tested. Doctors must be forced to warn pts about the risks, because I was not warned. And doctors must be trained on how to identify and deal with complications, not just pass pts along and say they don't know what to do. Thank you.